Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed via the naked eye and the fill port cap was observed missing from the unit. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d4, h4, h6, and h10. H4: the lot was manufactured from august 1, 2022 to august 3, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had the transparent cap above the bottle was missing. This issue was discovered when the device was removed from the packaging in the clean room. There was no patient involvement. No additional information is available.